Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced peritonitis from an unknown cause. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and abdominal cramping (peritoneal effluent fluid clear). A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every 3 days, and cefepime 1000 mg daily for 21 days. The patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2024, and the patient¿s antibiotics were continued. The patient continued to undergo ccpd therapy while hospitalized and was discharged on (B)(6) 2024 in stable condition (abdominal pain/cramping resolved). Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not related to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain/cramping), which required hospitalization and antibiotic therapy. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn attributed causality to an unspecified touch contamination event. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced peritonitis from an unknown cause. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and abdominal cramping (peritoneal effluent fluid clear). A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every 3 days, and cefepime 1000 mg daily for 21 days. The patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2024, and the patient¿s antibiotics were continued. The patient continued to undergo ccpd therapy while hospitalized and was discharged on (B)(6) 2024 in stable condition (abdominal pain/cramping resolved). Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not related to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: b2 (outcomes attributed to adverse event).

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced peritonitis from an unknown cause. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and abdominal cramping (peritoneal effluent fluid clear). A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every 3 days, and cefepime 1000 mg daily for 21 days. The patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2024, and the patient¿s antibiotics were continued. The patient continued to undergo ccpd therapy while hospitalized and was discharged on (B)(6) 2024 in stable condition (abdominal pain/cramping resolved). Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not related to any fresenius product(s) and/or device(s) deficiency or malfunction.